Event description:
Dr. Informed of some concerns with tibial and patella loosening with his cemented knees. He is currently using simplex hv with gentamicin.

Manufacturer narrative:
An event regarding alleged loosening involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product investigated by aap. Manufacturer's investigation results: "since we do not have a batch number, we cannot carry out a batch related root cause analysis. Further details regarding cement processing could not be found either. Instructions for use contain sufficient information on correct procedure to avoid loosening due to the product. Without a detailed description, there's nothing to be done. Need more details and the batch codes for this complaint. Our code for this complaint is (B)(4). To evaluate if this is a reportable incident we need more information. Stryker should discuss this with the hospital to get more information regarding the required information and used cementing technique. It must be assured that the usage of the cement is according to the described procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Informed of some concerns with tibial and patella loosening with his cemented knees. He is currently using simplex hv with gentamicin.